Manufacturer narrative:
D10: a294919 315-35-00 - glnd kwire, a452160 320-01-38 - equinoxe reverse 38mm glenosphere, a312370 320-15-04 - rs glenoid plate post aug 8 deg, right, a346821 320-15-05 - eq rev locking screw, a419027 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, a419042 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, s410526 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, s424642 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. H3: the revision reported was likely the result of infection. The cause of surgical revision for infection cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The wear noted on the image of the explanted humeral liner is likely the result of impingement with the scapula. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
As reported, approximately 4 months post the initial left total shoulder arthroplasty, the patient was revised due to an infection. All reverse implants were removed & shoulder spacer left in. The patient was last known to be in stable condition following the event. No other patient information/medical history provided.